Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists device thrombosis, hemolysis, and stroke, as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump was not returned for evaluation as it was not explanted, and no autopsy was performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. It was also reported that the events leading up to the patient's death included an embolic stroke, elevated ldh as high as 2000's u/l, and elevated mean arterial pressures that were difficult to control. On (B)(6) 2015, the patient's inr was 1.6, and the patient was started on lovenox injections and their coumadin dose was increased. On (B)(6) 2015 the patient's inr was 1.76. The patient was instructed to have an inr draw on (B)(6) 2015 but the patient did not go. It was reported that on (B)(6) 2015, the patient presented to the hospital's ER and reported generalized weakness, was not feeling well and had diarrhea for 1 week, and their inr was 1.8. The ER staff attributed the weakness to the diarrhea and sent the patient home. The following day, the patient presented to the hospital with one sided weakness and a facial droop. The patient's inr was 2.03. On (B)(6) 2015, the patient was discharged to a rehabilitation center. On (B)(6) 2015, the patient was readmitted into the hospital from the rehabilitation center with a creatinine of 8.4 mg/dl, inr was 4.7, and lactate dehydrogenase (ldh) was 2869 u/l. On (B)(6) 2015, the patient's pump was interrogated and the pump powers were 8-12 watts, flows were 8-12 lpm, pulsatility index was 1-3. The patient's ldh level was 2869 u/l and creatinine was 9 mg/dl. It was reported that pump thrombus was suspected and the patient was not a candidate for a pump exchange. On (B)(6) 2015, the patient expired.